Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of three flexiva 200 tractip laser fibers that were used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 tractip laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis p100 console with laser settings of 8 hertz and 0.8 joules. According to the complainant, during the procedure and inside the patient, after 5 minutes of use, the physician noted that the tip of the laser fiber was broken. A second flexiva 200 tractip laser fiber was opened, the fiber tip and body broke before it was used. A third flexiva 200 tractip laser fiber was used for 5 minutes and the laser body near the connector was broken. The case was completed before the third laser fiber broke. Reportedly, no fiber fragments fell inside the patient. There was no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.